Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the atrial output was not adjustable. It was also noted that the attachment ring was bent, the encoder flex circuit was broken, and both bail covers were cracked. (B)(4).

Event description:
It was reported that the atrial output adjustment was not working and the knob was broken. It was stuck at 10-11 milliamps. The external pulse generator (epg) was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.